Event description:
Distraction pin sheared when surgeon attempted to remove it from c3. (It sheared without any above average amount of force). A portion of the pin was fully embedded in bone without any potential to cause harm.